Event description:
On (B)(6) 2026 customer reported falsely elevated patient blood lead test results with leadcare ii.customer reported receiving an elevated leadcare ii pediatric patient blood lead test result of 8.9 ug/dl. Customer initially reported the patient was not sent for venous confirmatory testing, but later (on (B)(6) 2026) provided a venous confirmatory test result of 1.0 ug/dl.customer reported level 1 and level 2 controls were within the target range according to the package insert instructions: level 1 = (B)(6) ug/dl (target range = 6.2-12.2 ug/dl) and level 2 = (B)(6) ug/dl (target range = 25.9-33.9 ug/dl). The customer did not provide the date the controls were run.during troubleshooting technical services (ts) asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations in the IFU including:· not washing the patient's hands with soap and water and allowing hands to air dry prior to collection.· not wiping the outside of the capillary tube.· not mixing the treatment reagent (tr) tube by inverting 8 to 10 times.· using a star stat microtainer tube for collection.ts instructed the customer to follow the cdc recommendations for capillary blood lead collection and the blood lead test procedure as it is written in the package insert. Ts provided the cdc capillary collection video, the cdc fingerstick poster and a link to the leadcare ii product literature to the customer. Customer reported they will discontinue use of microtainer tubes. On (B)(6) 2026 ts requested a follow-up on testing.on (B)(6) 2026 the customer reported receiving additional elevated blood lead test results. Customer reported they discontinued the use of micro-collection tubes. Customer reported they are following cdc recommendations. Customer stated they will contact ts if any additional elevated blood lead test results arise. Customer reported to be satisfied with assistance from ts.

Manufacturer narrative:
This customer reported seven (7) falsely elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the patient results. The related report numbers are referenced in the respective 3500a forms for traceability.